Manufacturer narrative:
The device and the lens were returned inside the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed from the preloaded device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was not present inside the used device. The lens was returned separate from the device inside the opened blister tray. Viscoelastic and what appeared to be a small amount of dried blood was dried on the lens. The lens was cleaned to remove the viscoelastic and potential blood. There was no damage observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was used. The root cause for the reported complaint cannot be determined. There was no problem found with the device or lens. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol did not advance completely. There was patient contact but no reported patient harm.